Manufacturer narrative:
Continuation of d10: 383069 lead and 5867-3m adaptor was implanted on (B)(6) 2024. End. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced pocket hematoma at the implantable pulse generator (ipg) implant site resulting in swelling, dizziness, draining from incision and bruising post operatively after the implant of the right ventricular left bundle branch (rv-lbb) lead. Pressure dressing was removed. Medication was administered. Both the ipg and rv lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.